Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg) levels (low-50s mg/dl) and food was consumed to address the bg. The cause of the low bg was due to the pump settings and the body reacting to the change of therapy from insulin injections to the pump. A healthcare provider adjusted the settings and after dinner, the bg increased to 479 mg/dl. A bolus was delivered. A pump system check was performed and no issue with the pump was found.